Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device output and telemetry communication were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: g3 - the date in follow up 2 on (B)(6) 2021 was submitted erroneously. The correct g3 date for follow up 2 should have been on (B)(6) 2021.

Manufacturer narrative:
The reported events of inability to interrogate. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the patient presented in the clinic for a follow up. The pacemaker could not be interrogated, and magnet response showed no pacing spikes or rate change. The device was also subject to the (B)(6) 2021 header advisory. The pacemaker was explanted and replaced. The patient was in stable condition.